Event description:
It was reported that the customer changed the reservoir and received a low battery alert and failed battery test alarm. The customer's blood glucose was 230 mg/dl. Troubleshooting was done. Advised that the failed battery test alarm would recur with each new battery insertion if it was not cleared first. The customer received another failed battery test alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
All operating currents were within the specification, and no unexpected low battery, failed battery test or off no power alarms were noted. The pump had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.